Manufacturer narrative:
(B)(4). Account reported that patient had the enhancement as expected on (B)(6) 2015. As a result patient is now experiencing transient light sensitivity syndrome (tlss) about 3 weeks post enhancement. Patient reported that tv light and outside is uncomfortable. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (Hyperopic astigmatic regression).(enhancement procedure required).the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient experienced hyperopic astigmatic regression on both (ou) eyes at 3 month post op exam. The patient¿s chief complaint was blur. As a result of the regression, an enhancement surgical procedure was performed. Follow up revealed that patient is improving as expected and doing very well. The surgeon indicated the patient was very farsighted to begin with. The uncorrected visual acuity (ucva) of ou was 20/25. In addition, the surgeon stated that the symptoms were not laser related.